Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter does not turn on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2019. She reported that she manages her diabetes using a combination of medication, including lantus insulin 25 units and novolog insulin 10 units 3 times per day before meals. The patient confirmed that in response to the alleged issue she consumed less food/drink. The patient alleges that at an unknown time after the issue, she developed symptoms of "dizziness, light-headed and blurred vision", which she confirmed did not require any treatment. During troubleshooting the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter, and the correct test strips were being used. When the power button was pressed for at least 10 seconds, the meter did power on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter.